Event description:
It was reported that this lead was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted and replaced due to the helix was not fully extending. No additional adverse patient effects were reported.